Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Event description:
It was reported that the product would not come off standby. It was further reported that there was a delay of 10 minutes. There was no harm to the pt.

Manufacturer narrative:
Final analysis found that the insulation was abraded through to the coil at 15.7 to 16 cm and 26.9 to 27.3 cm from the connector pin, due to friction with another device, which could cause the noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.